Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 46 fractured. Construction was unknown. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implant and patient related bruxism.

Event description:
Implant fracture.